Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the caller reported that they were implanted in 2003 and the therapy did not work and it was removed in 2004. The patient wanted to leave it in but the doctor wanted to explant it. The doctor did not want to remove the lead because it was "anchored to the sacrum" so they cut it and left part of it in. It is now causing issues for the patient because they think it had migrated. The caller needed an MRI and was being refused. The caller was looking for information on the lead. The caller stated that the lead was found on imaging in the space of the s3 foramen and joint. The caller provided dob as (B)(6) 1973 and alternate last name as uppole and rudd. Patient record was not located. Transferred to pt reg for additional search capabilities by ssn. The ca ller noted that at the time the hcp was dr dougherty.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID (B)(4) (lot: j0322185v); product type: 0200-lead; implant date (B)(6) 2003; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.